Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350-400 (mg/dl). To address the bg level, the customer delivered a correction bolus via the pump. Reportedly, due to overcorrecting for the elevated bg level, the customer reported that the bg meter registered a "low" reading, however the exact value was not provided. To treat the low bg level, the customer consumed carbohydrates and drank juice. Recommendation was made to consult with health care provider regarding diabetes management.